Event description:
Peripherally inserted central catheter to 60cc length. Good blood return-flushed without resistance. Unable to visualize on 3 successive x-rays. Removed. Reinsertion 2 days later was successful.